Event description:
It was reported that while screwing on the handle it was catching. On review of the instrument, the threads appeared to be coming off. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.